Manufacturer narrative:
Correction: e1 and b5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint of error code e221 and e118 was not confirmed. The device evaluation found images are not displayed due to a defective cable unit. In addition, the following non-reportable malfunctions were found during the device evaluation: cable knot, deformation to the rear cover, coupler corrosion and there was a notch in the remote switch, which may cause liquid leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure and therefore image was not displayed. This also likely caused the e221 and e118 to temporarily occur. The cause of the cable failure can be attributed to disconnection of the cable resulting from the load applied by the knot of the cable. With regards to the cable failure, the event can be prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the cameras cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer also reported an e118 scope communication error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image only color bar is coming due to a defective cable unit.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k camera head had an e221 scope communication error. The procedure was a laparoscopic cholecystectomy and it was completed with the same device. There were no reports of patient harm associated with the event.